Event description:
(B)(4). Initial info was received from a physician via a company sales rep on 05/19/2008: a female pt received injections of poly-l-lactic acid (sculptra) injections in the mandible area, cheek areas bilaterally and along the chin and developed swelling in the exact injection areas 3 weeks after the third set of injections. The pt also had dental work performed after her third set of injections. The physician prescribed antibiotics. The pt will be going back to the physician for massaging, the physician palpated her face and felt collagen build up, but also fluid. The physician is going to try to promote lymphatic drainage. The physician is unsure if the swelling is from poly-l-lactic acid or dental work. No further relevant info reported. Additional info for sculptra (lot # and expiration date - not provided) from (B)(4): because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.